Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit alarmed gas loss alarm for 5 minutes. Customer was unable to troubleshoot where gas loss was occurring and unit was swapped to backup console. Gas loss resolved. There was no patient harm.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6, h11. Corrected fields: d4, h4. At this time, the customer has not requested for getinge to evaluate the unit for the reported malfunction. A supplemental report will be sent if additional information is provided.

Event description:
N/a.